Manufacturer narrative:
(B)(4). Date sent: 122/07/2020. D4: batch#: t5ct6p. F10/h6 component code: g07 mechanical. Device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present, there were staples present and the green check mark was not displayed upon installation of the test battery indicating that the device was not fired. Upon disassembly, the motor plug was found to be unseated from the connector on the pcba. Upon reseating the plug in the connector, the device functioned as intended. A new washer was placed on a test anvil and the device was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. No conclusion could be reached as what may have caused the failure of the device. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/23/2020; d4: batch # unknown.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sigmoid colectomy, the powered circular stapler illuminated but device would not fire. Battery was removed and reinstalled with no effect. Stapler was removed and a second powered circular inserted to complete procedure. No patient complications.